Event description:
The physician reported that she observed high lead impedence on the patient during system diagnostics on (B)(6) 2014. The physician was not sure if there was any trauma or manipulation that may have contributed to this event. The vns device was programmed off following the observation of the high impedance that day. No x-rays were ordered. No programming or diagnostic history was provided. The vns lead was replaced on (B)(6) 2014. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.